Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On october 3, 2005 the lay user/pt contacted lifescan alleging that his one touch ultra meter was reading inaccurately erratic. The user reported blood glucose results of "81 mg/dl and 248 mg/dl" with the lifescan meter, performed with a greater than 20 min time difference. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <=20 mg/dl; however, the time difference between the results exceeded the allowable time. The user was not experiencing any symptoms at the time of testing nor rec'd any medical attn. The customer care agent (cca) verified that the calibration code was set correctly; the test strips were within exp date, stored properly, and not opened longer than the discard date. The user was correctly cleaning the puncture area and correctly applying the blood to the test strip. The cca walked the user through two consecutive control solution tests and the results fell outside the specified range. Based on the info provided, there is no indication that the user experienced injury due to the reported issue. The meter and test strips were replaced.